Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity and/or excessive weight." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." Not returned by patient.

Event description:
Patient underwent a knee revision procedure approximately fourteen years post-implantation due to pain and loosening of femoral component.